Event description:
The user facility reported that during a diagnostic colonoscopy, the picture faded to the point the image was completely lost. The procedure was completed with a different device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the image difficulty, as the image was observed to flicker and smear following approximately two minutes of operation. There was no evidence of fluid invasion, and the device passed the leak test, however, there was a crack found in the distal end cover, and the unit failed electrical leakage testing. The image difficulties were attributed to a damaged charge coupled device (ccd) unit, likely due to physical impact. This report is being submitted as an MDR in an abundance of caution.